Manufacturer narrative:
It was reported a customer received a thermocool® smart touch® sf bi-directional navigation catheter with the packaging damaged and sterility compromised. It was reported the device would not be used since the sterility was compromised. There was no patient consequence. Device investigation details: a picture was received from the customer to aid in the investigation. The picture was evaluated following biosense webster's procedures. According to pictures provided by the customer, the box of the catheter was observed damage. This issue could be related to the handling of the box after the device leave the j&j facilities, during the transport or storage of the device. This unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) of this device per its part number that indicates a proper manufacturing in accordance with documented specifications and procedures. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported a customer received a thermocool® smart touch® sf bi-directional navigation catheter with the packaging damaged and sterility compromised. It was reported the device would not be used since the sterility was compromised. There was no patient consequence.